Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing sterile. Patient stated that the island dressing gives her welts and irritation. Patient stated her skin is very sensitive. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".